Manufacturer narrative:
The current instructions for use contains the following: "precautions - a tooth that has been previously traumatized or significantly restored may be aggravated. In rare instances, the useful life of the tooth may be reduced, the tooth may require additional dental treatment such as endodontic and/or additional restorative work, and/or the tooth may be lost." No root cause provided. Align's clinical review noted the patient's records demonstrated that tooth 3.5 had previously undergone endodontic treatment, presented with a periapical lesion, and exhibited significant loss of coronal tooth structure. The records also showed multiple teeth with prior endodontic treatments associated with periapical lesions and deep restorations. Imaging submitted in may 2026 demonstrated that tooth 3.6 had also been extracted. There is no conclusive evidence provided that supports or opposes whether the invisalign system caused or contributed to the reported permanent damage. Based on the available information, the patient had permanent damage, and the invisalign system was being used. Therefore, an MDR will be filed in the united states per 21 cfr 803. The exact date of the event is unknown. Despite reasonable efforts, no conclusive information was available to determine when the event occurred. The date (b3) provided corresponds to the date the event was reported to the manufacturer and does not necessarily reflect the actual date of occurrence.

Event description:
The treating doctor reported that the patient had the symptom of extraction of tooth 3.5 while using the invisalign system secondary order at stage 1. No additional information is available at this time. Attempts to obtain additional information about the event were unsuccessful.